Manufacturer narrative:
The field service engineer (fse) was on site on 10/14/2008 investigating the event. The fse performed and completed a system check and high sensitivity (hs) system check. The inc portion of the system check failed. The fse replaced the incubator belt and clips, calibrated incubator belt, and repeated the lum inc portion of the hs system check and it passed. The fse also completed a 50 replicate precision run and no issues were noted. The fse verified the repairs per established procedures and the results met published performance specifications. Although, the fse addressed hardware issues with the incubator area, a definitive root could not be determined for this event. MDR # 2122870-2008-348 documents the results for patient 1. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2008-348, 2122870-2011-03264 for all related events. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt samples were re-tested and negative troponin values were obtained. The initial elevated results were not reported outside of the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.